Event description:
Customer reported a button error alarm. The blood glucose reading was 300 mg/dl. She stated that she wore the insulin pump in the bra and that it may have been exposed to sweat. She declined troubleshooting for high blood glucose. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked on display window corners, cracked reservoir tube lip and missing end cap sticker.